Event description:
Nellcor puritan bennett received info indicating that the unit stopped cycling during pt use. There was no pt harm associated with this report.

Manufacturer narrative:
Failure investigation confirmed that the unit stopped cycling during ventilation. The device was repaired, upgraded and returned to the customer.